Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed, superficial femoral artery (sfa). A 5.5x80mm armada 18 balloon dilatation catheter was advanced to the lesion and inflated one time to nominal pressure when the balloon ruptured. The device was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Another armada 18 was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. A visual inspection was performed on the returned balloon catheter, and the reported balloon rupture was confirmed. Additionally, there was peeling material near the center or the longitudinal rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use without leaks or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement through the moderately calcified, moderately tortuous, 80% stenosed anatomy, the outer surface of the balloon became compromised and/or damaged resulting in the reported balloon rupture at nominal pressure. The noted peeling damage at the rupture location also suggests interaction causing damage to the outer surface of the balloon material which can result is the balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. B1: an adverse event did not occur.